Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jun-05. The rep stated that the cause of the sudden surging at the implantable neurostimulator (ins) site and high impedances was unknown but the patient did experience a fall so that is a possible explanation. They were able to successfully reprogram the device and the patient was happy with the coverage when they left. The rep has no further information. No further complications were reported/are anticipated.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported having a sudden surging sensation at their ins site and lower back in (B)(6) 2017. They were sleeping last week when they felt a sudden surge so they had to get their patient programmer and turn it from group b to group a. They are now avoiding group b. Group b is programmed with contacts p1: 5+7-8- and p2: 0+1-2-3+. The rep ran impedances on (B)(6) 2017 and found that 5-11 contact combinations showed greater than 10,000 ohms. The rep then ran impedances at 3 volts and the impedances were all ¿within range¿ although some were still high. The 5-11 showed 7504 ohms at 3 volts. The rep did not have historical impedances to compare against. The rep noted that the implant is on. The patient had a fall which could be related to the issue. No further complications were reported/are anticipated.